Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08098. It was reported the pt was without stimulation due to the pt's thoracic and cervical scs ipgs losing communication with external devices. The pt stated she had lost weight and both of her ipgs were superficial. The pt's thoracic ipg was replaced on (B)(6) 2014. The pt's physician plans to replace the cervical ipg at a later date.